Event description:
It was reported that the subject device presented an e315 incompatible scope error code. According to the initial reporter, this issue was discovered during preparation for a therapeutic endoscopy procedure. Reportedly, the intended procedure was completed using another device without any reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.